Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the pcb00 tecnis monofocal iol (intraocular lens) was observed broken upon insertion into the patient's eye. There was patient contact, but the surgeon was able to retrieve the lens before fully implanting it. Another lens was successfully implanted and no further intervention was required. The patient was reported healing well. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/05/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in partially advanced position. The pcb00 device was observed under the microscope and scarce amount of viscoelastic was observed on the cartridge. Dfu (direction for use) states to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device). The intraocular lens (iol) was observed stuck at the cartridge tip. There were no damages observed on the assembly. The customer's reported complaint was not verified, but, stuck in cartridge was confirmed. However, it could not be determined if the returned product condition was related to the manufacturing process as the device was handled and prepared for surgical procedure. Based on the returned product evaluation, product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.